Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to a skin flap necrosis subsequent to the patient sustaining a blow to the head several months prior. It was also reported that he patient underwent a procedure to treat skin flap necrosis in (B)(6), 2010. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4).